Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump, confirmed malfunction did not recur, and advised that pump use could continue with instructions to call back if malfunction returned.